Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that, after a tka surgery performed on july of 2013, the patient began to experience severe pain. After numerous x-rays and an MRI, the orthopedic surgeon believed the pain may have been caused by a cap on the lower part of the prosthesis coming loose. On (B)(6) 2019 the patient underwent a revision surgery to replace the cap. Current health status of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2012, the patient began to experience severe pain. After numerous x-rays and an MRI, the orthopedic surgeon demonstrated that the 9mm polyethylene tibial insert dislodged. On (B)(6) 2019 the patient underwent a revision surgery to replace the insert, which was found to be worn on the top and on the back. Current health status of the patient is unknown.

Manufacturer narrative:
H10: additional information in b7. H11: corrected information in b5 and b6a.

Manufacturer narrative:
H3, h6. The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a revision ¿to replace the cap¿ was performed approximately 6 years post implantation due to severe pain and suspected loosened ¿cap on the lower part of the prosthesis¿ after numerous imaging (x-rays/magnetic resonance imaging). As of the date of this medical investigation, the requested medical documentation has not been provided. Without the requested clinical documentation, possible contributing clinical factors could not be definitively concluded. The patient impact beyond the reported pain, suspected loosened component and subsequent revision cannot be determined. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H11: corrected information in e1 and g2.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, according to the clinical/medical findings it was revealed that the device was degraded. The clinical/medical investigation concluded that, based on the documentation provided, the acute onset of significant pain occurred during/after a trip which entailed a large amount of walking, and the imaging reportedly demonstrated a dislodgement/ subluxation of the polyethylene from the tibial component and would correlate with the patient¿s reported onset of pain, the noted medial aspect tenderness/fullness and clunk during flexion and extension. Revision op-note on (B)(6) 2019 findings showed ¿at the time of surgery the patient was found to have dislodged tibial polyethylene¿ and was ¿found to have wear both top side and back side with damage to the medial anterior portion where the tray is made to lock in¿. Of note, the 9mm insert was replaced with a 13mm thickness insert which may be indicative of joint laxity contributing to the insert subluxation/dislodgement but this cannot be confirmed. However, definitive clinical factors to the insert subluxation could not be concluded and no events leading up to the symptoms were reported that may be related. The patient impact included the reported symptoms and subsequent revision. Further patient impact could not be determined. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.